Manufacturer narrative:
H3, h6: software analysis was completed and there was insufficient information to determine probable cause as logs were unable to be received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi70000010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that when switching from 3d to 2d modes, the mobile viewing station (mvs) changed the screen, but the image acquisition system (ias) did not change its setting to 2d. Site rebooted twice, which would make the ias respond to changes between the modes, and the system required a motion calibration twice. Site completed the first motion calibration fully before rebooting, which after it asked to perform that second motion calibration. Despite the motion calibration being completed, site reported that the gantry would not dock due to the pendant buttons being "frozen again." After the first reboot and motion calibration, they were able to take the needed spin for the case to continue. This issue occurred intraoperatively and caused less than 1 hour surgical delay. There was no reported impact on patient outcome. Additional information stating that the system would not spin.

Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that rotor/door not aligned, door covers popping. Aligned and adjusted doors. Took logs and returning system to customer. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version #: 4.2.1, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.